Event description:
It was reported that the customer's lifepak 12 device would not power on. There were no reports of any pt involvement.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly and determined the root cause of the reported failure to be a shorted integrated circuit, designator u5, on the power pcb assembly.